Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, approximately 4 years and 5 months post thv in sav with a 26mm sapien 3 ultra inside of a failed surgical valve in the aortic position due to "failing thv". After reviewing the medical records provided, the patient is a 70-year-old female, with a past medical history significant for bicuspid aortic valve status post 25mm carpentier-edwards perimount valve surgical aortic valve replacement in 2014 with redo coronary artery bypass grafting 2 vessel, aortic stenosis, aortic insufficiency, heart failure with preserved ejection fraction, coronary artery disease status post coronary artery bypass grafting 2 vessel in 2004 and redo coronary artery bypass grafting 2 vessel in 2014, hypertension, hyperlipidemia, diabetes mellitus type ii, diabetic neuropathy, overactive bladder, chronic diarrhea, skin cancer melanoma, osteoporosis, left foot drop, gastroesophageal reflux disease, thyroid nodule, cataracts, and smoking history underwent valve-in-valve transcatheter aortic valve replacement with implantation of a 26mm edwards sapien 3 ultra valve within a 25mm carpentier-edwards perimount valve in the aortic position on (B)(6) 2021. Approximately 4 years and 5 months post implantation, the patient re-presented after being lost to follow-up since 2022, reporting exertional chest pain and presyncope, with progressive shortness of breath, fatigue, and weakness beginning 8 months prior to evaluation. Acetylsalicylic acid 81mg had been initiated following coronary artery bypass grafting in 2004 but was discontinued approximately 4 years later due to epistaxis. There was no evidence of anticoagulation therapy following redo sternotomy for coronary artery bypass grafting and surgical aortic valve replacement in 2014 or following the valve-in-valve transcatheter aortic valve replacement procedure on (B)(6) 2021. A transthoracic echocardiogram performed on (B)(6) 2026 demonstrated mild to moderate eccentric aortic insufficiency, likely intravalvular, and severe to critical prosthetic aortic stenosis, with an aortic valve area of 0.50cm2 and a mean gradient of 60mmhg. An expedited transcatheter aortic valve replacement evaluation was pursued. Left heart catheterization on (B)(6) 2026 demonstrated moderate diffuse left main disease, 100% left anterior descending artery chronic total occlusion with patent left internal mammary artery to left anterior descending artery graft, ostial circumflex chronic total occlusion with patent saphenous vein graft jump graft supplying the atrioventricular groove circumflex and obtuse marginal branch 1, and a patent right coronary artery with mild diffuse disease.' A planned valve-in-valve-in-valve transcatheter aortic valve replacement via left axillary access has been indicated for treatment of critical bioprosthetic aortic stenosis with mild to moderate bioprosthetic aortic insufficiency.